Event description:
It was reported that during the carotid stenting procedure, distal part of the subject long sheath was broken while inserting the distal embolic protection device into it. Physician encountered resistance at the distal part of the subject long sheath. The subject long sheath was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 21-nov-2023, confirmed that a guidewire was used to remove the broken subject catheter out from patient anatomy.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken/fractured 18cm from the tip. The inner coil wind was seen to be exposed through the break in the shaft. The catheter shaft was seen to be kinked 46 and 65cm from the catheter tip. The catheter tip and hub were intact. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿catheter shaft broken/fractured during use¿ was confirmed during analysis. The reported event "catheter difficulty advancing guidewire" could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that there was a break of the sheath during process of insertion of the distal embolic protection device. Additional information states that resistance was encountered while advancing the guidewire through distal part of long sheath. Continuous flush was maintained for the duration of the procedure, the patient had normal vessel anatomy. The returned device was analyzed, and the catheter shaft was seen to be broken/fractured. The inner coil wind was seen to be exposed through the break in the shaft. The catheter shaft was seen to be kinked. Therefore, the as reported can be confirmed. The catheter tip and hub were intact. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device fracture. The as reported ¿catheter shaft broken/fractured during use¿ and ¿catheter difficulty advancing guidewire¿ as well as the as analyzed ¿catheter shaft kinked/bent¿ and ¿catheter shaft broken/fractured during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the carotid stenting procedure, distal part of the subject long sheath was broken while inserting the distal embolic protection device into it. Physician encountered resistance at the distal part of the subject long sheath. The subject long sheath was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 21-nov-2023, confirmed that a guidewire was used to remove the broken subject catheter out from patient anatomy.

Manufacturer narrative:
We have addressed the FDA request, received via email on 10 july 2024: ¿upon review, we have determined that the information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, is incorrect."" ""In addition, please ensure that device identification data submitted in the suspect medical device section of the FDA form 3500a matches the device identification data in the gudid."" We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. The 510(k) number has been corrected from k152876 to k172468 in accordance with the global unique device identification database (gudid)."

Event description:
It was reported that during the carotid stenting procedure, distal part of the subject long sheath was broken while inserting the distal embolic protection device into it. Physician encountered resistance at the distal part of the subject long sheath. The subject long sheath was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.